Manufacturer narrative:
Per tandem user guide: make sure that you always have an insulin syringe and vial of insulin or a prefilled insulin pen with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. Talk with your healthcare provider regarding what items this kit should include. Supplies to carry every day: bg testing supplies: meter, strips,control solution, lancets, meter batteries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level (value not provided); cause was unknown. Reportedly, the customer's non-tandem continuous glucose monitor was not in use. Additionally, customer did not have glucometer to check bg levels. Bg was addressed via a correction bolus. Although requested by tandem technical support, the customer declined troubleshooting.